Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the complaint could not be confirmed or duplicated on investigation. Investigation revealed that all keypad buttons were working normally. The keypad cover was removed and there were no button contact defects observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).